Event description:
It was reported that this pacemaker triggered a red call doctor icon due to a low out of range (oor) condition with the right ventricular (rv) lead, showing impedance readings of <200 ohms. The issue has been referred to the clinic for follow up, and the system continues to be monitored. No adverse patient effects have been reported, and the system remains in service.